Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm noted that the customer maintains the iabp unit and uses batteries that are not supplied by getinge. At the customer's request, the stm installed getinge batteries then performed a full calibration. All safety, functionality, and calibration checks were performed, and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shut off. It was later reported that the iabp was being used during battery operation. There was no patient harm and no adverse event was reported.